Event description:
When the device was used during a stapled hemorrhoidectomy procedure, it was fired and upon removal, the surgeon noticed incomplete staples and the staples lodged in the pastic inner ring. After examining the anastamosis, the surgeon diagnosed an incomplete staple line. Surgeon sutured the anastamosis to complete the case. There was no reported pt consequence.